Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. As the alarms occurred in the past, troubleshooting was unable to be performed. The customer reported that the issue would be resolved by changing the infusion set or clearing the occlusion alarm. Customer reported insulin delivery was able to be resumed. The customer's blood glucose level ranged from 50-500 mg/dl. Customer declined to provide any further information.